Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter is rough. The following information was provided by the initial reporter, translated from spanish to english: we report catheter number 22 bd, reference (B)(4) invima 2015dm-0003510-r1. - when the vein is cannulated and the mandrel is removed the blood is immediately returned. - the catheter is too rough to cannulate the patients. - when advancing the catheter it is very unstable and easily damages the vein.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3185090. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the defect of needle through catheter was observed. None of the other reported issues were observed through the provided pictures. For the other reported incidents, the production history records were unable to identify any possible causes and without any samples or pictures, we were unable to reproduce the reported issues. At this time, additional causes could not be determined. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.